Event description:
D-25 nellcor oxisensor ii adult oxygen sensor (reprocessed by (B)(4)) did not work x3 sensors. Two sensors were used on one ICU (1) pt and another sensor was used on a general medical pt. In both situations, after noting the non-functioning reprocessed sensor, the staff used a new nellcor oxygen sensor (not reprocessed) and the new sensors worked without problem. This is the 2nd time we have encountered non-functioning reprocessed d-25 nellcor oxygen sensors; the previous time was the end of (B)(6) 2016 at which time we pulled the entire lot and returned them to sterilmed for qc inspection.